Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2245 alarm during therapy on the homechoice machine (hc). The technical service representative (tsr) assisted the caregiver (cg) to cycle power. System error 2367 alarm occurred. The tsr then assisted the cg to cycle power to get to press go to start. The tsr assisted the cg to disconnect the home patient(hp) and remove the cassette. The nurse was contacted on (B)(6) 2011. The nurse stated that the hp never mentioned having any issues with her therapy. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.